Event description:
The customer contact reported an unspecified number of instances of the device powering off by itself with an inadequate response time following an alarm condition. At an unspecified time, the device was programmed to deliver normal saline and the delivery was started. No specific programming parameters were provided. It was reported that periodically throughout the day after the patient got out of bed to ambulate with the device using battery power, the device started "screeching" with a blank display and powered off by itself. The customer contact indicated that, "the battery would die quickly even though it had been plugged in all night." It was reported that each time after the device powered off, the device would be plugged into ac power, reprogrammed to deliver the normal saline and the delivery was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).